Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: clinical gel siltex gel breast prosthesis, cat. #354-3257g, lot #217513. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a bilateral breast augmentation revision procedure with mentor clinical gel siltex gel breast prostheses that ruptured after implantation. In addition, patient developed capsular contracture in both breasts (baker grade iii in the left breast, baker grade IV in the right breast). As a result, the patient underwent bilateral explantation and replacement with allergan gel breast prostheses on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 04/27/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The suspect medical device was received at the mentor product analysis lab but was lost before evaluation could take place. As a result, product evaluation cannot be performed, and no evaluation results are available. An internal corrective action has been opened to address the lost device. Manufacturer¿s reference number: (B)(4).